Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is filed late due to the clinic did not provide relevant patient information until november 21, 2017.

Event description:
Clinic reported a patient who developed bilateral burns. The left axilla had a 2.5 cm diameter full thickness burn, and the right axilla had 1 cm diameter full thickness burn. The physician stated he pulled the device off the patient early at each placement after 2 seconds of the post-cool time, which eliminated 18 seconds of the post-cool time. Wound care, oral antibiotics (septra), and physical therapy were prescribed. The patient confirmed the symptoms healed about 8 months post-treatment but bilateral scarring remained.